Event description:
This is when I first started having health problems and was admitted to the hospital and diagnosed with crohn's disease, after severe internal bleeding that caused me to have 2 blood transfusions. This was approximately 2 years after I had allergan breast implants placed; 3 years after that I started undergoing testing for multiple sclerosis and was diagnosed with that as well. I have had every symptom of breast implant illness and am currently dying with implants still in place. I'm trying to have them explanted asap and hoping I survive. FDA safety report ID # (B)(4).